Event description:
It was reported that during a percutaneous coronary intervention (pci) a balloon rupture occurred. Vascular access was obtained through the radial artery. The 90% stenosed lesion was in a previously placed non-bsc stent in the severely calcified and severely tortuous left anterior descending (lad) artery. The physician advanced a 3.0mm x 15mm maverick monorail balloon to the lesion. On the second inflation the balloon was partially inflated to 14atms. The physician removed the device from the patient intact, however upon removal noted a pinhole rupture. There were no patient complications. The procedure was completed with a different device. Patient status is reported as good.

Event description:
It was reported that during a percutaneous coronary intervention (pci) a balloon rupture occurred. Vascular access was obtained through the radial artery. The 90% stenosed lesion was in a previously placed non-bsc stent in the severely calcified and severely tortuous left anterior descending (lad) artery. The physician advanced a 3.0mm x 15mm maverick monorail balloon to the lesion. On the second inflation the balloon was partially inflated to 14atms. The physician removed the device from the patient intact, however upon removal noted a pinhole rupture. There were no patient complications. The procedure was completed with a different device. Patient status is reported as good.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the balloon material identified no holes or tears. Examination confirmed solidified blood inside the balloon and inflation lumen. Several attempts were made to inflate the balloon to the rated burst pressure (rbp); however they were unsuccessful due to the solidified blood inside the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)